Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient was admitted to the emergency department of the hospital on (B)(6) 2016 because of a non-treated sustained vt episode which lasted 13 hours. According to the physician, the ICD did not identify the vt and the onset was not properly classified, so the therapy was not delivered. No malfunction was detected at lead level.

Event description:
Reportedly, the patient was admitted to the emergency department of the hospital on (B)(6) 2016 because of a non-treated sustained vt episode which lasted 13 hours. According to the physician, the ICD did not identify the vt and the onset was not properly classified, so the therapy was not delivered. No malfunction was detected at lead level.